Event description:
The customer reported that their device is not powering on. There was no reported patient involvement and/or patient impact.

Manufacturer narrative:
Pr: #(B)(4). A follow up report will be submitted once the investigation is complete.